Event description:
It was reported that multiple power source alerts occurred while attempting to charge the pump. Reportedly, it was reported that the customer received a continuous glucose monitor error 42. Customer's blood glucose level was 465 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.